Manufacturer narrative:
Manufacture date: 8/08/2017.

Manufacturer narrative:
Results: there was no damage on the returned device. Conclusions: evaluation of the returned podj revealed an undamaged device. The device was dropped on the floor and was unable to be used in the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj). During the procedure, the physician successfully deployed and detached pod coils in the target vessel. While attempting to use a podj, the coil was inadvertently dropped on the ground prior to being used. Therefore, the podj was set aside and the procedure was completed using additional pod coils.